Event description:
The customer reported that the handpiece got hot during a case and burned a patient. Attempts are being made to obtain additional information from the user facility.

Event description:
The customer reported that the handpiece got hot during a case and burned a patient. The customer was contacted and the customer was unable to provide additional information regarding the event.